Manufacturer narrative:
(B)(4).

Event description:
The customer reports the ars (syringe) leaked during use.

Manufacturer narrative:
(B)(4). The customer returned a cs-27702-e kit with multiple components. The arrow raulerson syringe (ars) and introducer needle were used for this investigation. Visual inspection was performed on the ars and no defects or anomalies were found. Visual inspection was performed on the introducer needle and a crack was found in the needle hub. Microscopic examination confirmed the crack. The returned introducer needle was attached to a lab inventory syringe and filled with water. When the syringe plunger was depressed, water exited the crack in the needle hub as well as the distal end of the needle. A vacuum leak test was performed on the ars syringe per inspection procedure. With the plunger body at the bottom of the syringe, the tip of the ars was occluded and the plunger was pulled back until it stopped. With the tip of the ars still occluded, the plunger was released and it snapped back in to a position = 1cc after the ars was tested. The ars passes the test if the plunger returns to a position = 1cc; therefore, the sample passed the functional inspection. A lab inventory introducer needle was attached to the returned ars and water was aspirated into the ars. Water filled the syringe with no air bubbles entering. The water was pushed out of the ars and needle with no issues identified. The test was repeated with only the ars (no introducer needle), and no issues were identified. The test was repeated a 3rd time with the returned introducer needle attached to the returned ars. Water was not able to aspirate into the syringe when attached to the cracked hub. A device history record review was performed and no manufacturing related issues were identified. The reported complaint of an ars leak could not be confirmed based on investigation of the returned samples. The returned ars was able to pass all visual and functional tests; however, a crack was discovered in the returned introducer needle. In addition, water leaked from the hub crack during functional testing, and water was not able to aspirate into the returned ars syringe when connected to the cracked introducer needle. A device history record review was performed and no relevant manufacturing issues were identified. Further investigation of the cracked needle hub issue is being conducted under a CAPA. The CAPA failure investigation indicates that the probable cause is design related.

Event description:
The customer reports the ars (syringe) leaked during use.